Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil, located proximal to the suture sleeve tie impression of the lead consistent with friction to the device can. The cause of the reported event was isolated to the insulation abrasion found on the lead.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.